Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which observed fluid inside the device housing suggesting a leak occurred. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to user error or faulty device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked after infusion, upon device disconnection. The device was filled with fluorouracil 2975mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.